Event description:
Spontaneous report; IV remodulin pt using cadd legacy pump. (B)(6) rph from (B)(6) hospital. Pt currently in the emergency room due to line access issues.(B)(6) rph requesting dosing info for to continue therapy. It is not known if and when pt will be admitted. No other info is known. Reported to (B)(6) by health professional.